Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection gentamycin (intraperitoneal, 10 mg per 2l bag, frequency and duration not reported) and ampicillin (intraperitoneal, 250 mg, frequency and duration not reported) for peritonitis. The action taken with dianeal was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.